Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: electrical analysis revealed high lead impedance due to that the helix was retracted and clogged with dried body fluid/tissue. Normal lead impedance was measured when the helix was in extended position. Dried body fluids inside the inner insulation and helix housing prevented the helix extension. Too many revolutions when trying to extend the helx caused the inner coil to become over torque. The helix could be fully extended and retracted on a short length of the lead.

Event description:
It was reported that during the implant attempt, the pt had high pacing thresholds and a good sensing position could not be found. Multiple repositioning attempts were made. The lead was removed and returned. A new lead was implanted. No adverse events were reported.